Manufacturer narrative:
6/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a return procedure. Reportedly, the instrument was difficult to open. The surgeon opened the device with manipulation and applied manual suture. The hosp has reported that no pt injury occurred.